Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a 0x2 power on reset code. The power on reset was not cleared successfully and the device was not currently implanted. No patient involved, no symptoms reported.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the device had been sent to the manufacturer.